Event description:
The recipient reportedly experienced magnet displacement following a head trauma incident. The recipient presented with inflammation and was prescribed medication. On (B)(6) 2018, the recipient's magnet was repositioned. The recipient is now experiencing sound quality issues and device migration. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly experienced magnet displacement following a head trauma incident and loss of lock. The recipient presented with inflammation and was prescribed medication. On (B)(6) 2018, the recipient's magnet was repositioned. The recipient is now experiencing sound quality issues and device migration. Programming adjustments were made, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's activation went well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, external visual inspection revealed a dented bottom cover. The photographic imaging inspection revealed dislodged components, damaged wire bonds, and cracked hybrid. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test was not performed due to the broken substrate. The device passed the mechanical tests performed. This is an interim report.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. In addition, external visual inspection revealed a dented bottom cover. The photographic imaging inspection revealed dislodged components, damaged wire bonds, and cracked hybrid. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The manual capacitor leakage test was not performed due to the broken substrate. The device passed the mechanical tests performed. The opened device visual inspection revealed a severely broken substrate. This is believed to be due to the head trauma reported. The reported complaint of loss of lock with the device was verified during this analysis. The device was received with multiple cracks along the hybrid and a dislodged electrical component. A corrective action was implemented. This is the final report.